Event description:
Site ada #29; #29 implant mildly mobile. Attempted to tighten abutment and implant self exfoliated. Surgery info - implant related (required for implants). Placement method: handpiece adapter. Site was not tapped. Bone-level profile drill used. Primary stability was achieved. Osseointegration was not achieved. Implant was not covered with bone. The implant was not immediately loaded. Augmentation performed during surgery. Type of augmentation: ridge. Material used: xenograft. A membrane was not used. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).